Event description:
It was reported the device had a travel failure error check clutch/plunger lever. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact and the right plunger case was cracked. There was check clutch/ plunger lever error in history. Flow and occlusion tests were performed. The root cause was due to normal wear, parts were over 6 years old. The manufacturer replaced clutch half's left and right with leadscrew and spring.